Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed multiple "lost sensor". Customer stated she had a new sensor inserted when alarm occured. Troubleshooting was performed. Customer's blood glucose level was 102 mg/dl right transmitter ID is programmed to the insulin pump. Sensor inserted on the abdomen, it appeared fully inserted and fully flushed to the skin. Customer stated the lost sensor was alerting during and after initialization. Customer stated radio frequency was not established. Customer was advised alarm could be caused because of orientation. No further information provided.

Manufacturer narrative:
Inspected one opened and used sensor and performed bicarbonate buffer test, per specifications. Sensor failed per specification, due to high readings.